Manufacturer narrative:
(B)(4). No sample will be returned for investigation.

Event description:
It was reported the director of special procedures stated an rn was trying to flush the catheter and it would not flush. It began to leak. As a result, the catheter was exchanged for the patient. There was no patient death or complications reported. No additional information is available.